Manufacturer narrative:
Siemens has completed the technical investigation of the reported event. The root cause was determined to be a tube collimator problem. The topogram (low dose overview scan) was run and the axial volume scan aborted immediately due to the tube collimator issue. The siemens service specialist replaced the tube collimator which resolved the issue. Material consumption with relation to the installed base is monitored by the CAPA process. No general design issue has been identified and further investigation is not deemed necessary at this time.

Event description:
It was reported to siemens that a (B)(6)-year old, female patient had to be rescanned using a different CT system due to a malfunction of the reported somatom definition as. The topogram (low dose overview scan) was run and the axial volume scan aborted immediately due to a collimator problem. The scan was completed using another system. There were no negative health consequences to the patient aside from the additional x-ray dose which was a low dose. This report has been submitted with an abundance of caution.